Event description:
It was reported that the wake button was sticking. Customer¿s blood glucose (bg) level was 40 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, customer reverted to an alternate method of insulin therapy.

Event description:
It was reported that the wake button was sticking. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer reverted to an alternate method of insulin therapy.